Event description:
Wells johnson received communication from the customer that an infusion cannula broke in the middle during surgery. The customer stated " we had just begun administering the irrigation solution with the cannula when he carefully navigated around the tissue. As he moved, he attempted to remove it, but the cannula bent and cracked.". The cannula was requested to be sent back for evaluation but has not been received as of the date of this report. Preliminary investigation determined that the most likely cause was that too much lateral stress was applied during the procedure causing the cannula to break. The customer indicated that there were no injuries and no delays in completing the procedure.